Manufacturer narrative:
Qn#(B)(4). There was no sample returned to further investigate the cause of catheter deflating and falling out from patient's bladder. There was also a statement from customer that he does have issue with kidney stones which could also be a potential cause of the catheter deflated. Latex foley catheter is made of natural latex compound and any ointment or lubricant from petroleum based will weaken the rubber properties. Besides that, any contacted with such materials could tear the rubber layer and lead to leakage. Furthermore, any sharp edges contacted to the product also may lead to leakage defect. However, without returned actual sample, the actual phenomenon which could lead to leak could not be determined and associate it with any of the above-mentioned root cause. In conclusion , 100% leak test was conducted to inspect the product and such failure in manufacturing could be detected. Since there was no product returned, therefore this complaint could not be confirmed.

Event description:
Reported issue: the catheter leaks.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the catheter leaks.